Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: the device was broken shell, red particles and missing orientation dot. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing orientation dot assessed as inconclusive.

Event description:
Physician reported a left side ruptured device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Physician reported a left side ruptured device. The device was explanted.